Event description:
It was reported to the manufacturer by the end user, per the end user, "the cradle that holds the sling malfunctioned causing the resident to fall to the floor. After further investigation it is believed to be that the missing lock tight on the screws allowed for the security screws to come loose causing the safety pin to shear off allowing for the entire assembly to rotate until the last few threads were stripped out." The resident sustained a head laceration and loss of consciousness and was transported to the hospital for evaluation. (B)(4) were entered into our system to have the lift returned to joerns for investigation. As of this writing, the lift has not been returned.